Event description:
It was reported that the device had a force sensor bridge test message. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was "force sensor bridge test". Visual and functional testing was performed. Upon further investigation, verified problem during device power up and reviewing alarm history. Found both top and bottom case sections to have cracks/damage resulting in liquid ingress. Liquid ingress was also found inside plunger assembly. Pressure sensor wires damaged. Replaced all damaged parts. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.